Manufacturer narrative:
Corrected information can be found in b5.

Event description:
The event occurred on an unspecified date and this emdr represents two occurrences of the same failure.

Manufacturer narrative:
Additional information d4 and h4.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
A tego connector reportedly would not allow blood flow. After the tego device was removed, they were able to draw blood with adapter. There was patient involvement; however there was no report of any harm.

Manufacturer narrative:
Updated information: d9 investigation summary the reported complaint of not allowing blood flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.